Event description:
Dr. [Name redacted] was using a size 7 flexible reamer arthroscopically on the patient when the instrument made a noise. Instrument was removed from the patient and reamer inspected. Reamer broke on the top portion of the instrument that was not inside the patient. Metal shards missing from instrument. 1 metal shard discovered on drape. Dr. [Name redacted] inspected the inside of knee with arthroscopy camera; negative for foreign body. Mini c arm used immediately; negative for foreign body. Flat plate used at end of case. Dr. [Name redacted], radiologist, confirmed negative for foreign body.